Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the atrial and ventricular channels exhibited by the this off label used coronary sinus lead and defibrillation lead, resulting in oversensing. The noise could not be reproduced. It was noted that the shock channel appeared free of noise. There were no adverse patient effects reported.